Manufacturer narrative:
(B)(4). Batch # m5433r. The analysis results found that one plee60a device was returned with the anvil bent upwards and with a gst60t cartridge loaded on the device. The received cartridge was fully fired and in good visual conditions. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, it is known from the history of the device that the found condition of the anvil may lead that the most distal staples not to form properly. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. Could not confirm/replicate unintentional activation or would not reverse knife automatic. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Batch # ni.

Event description:
It was reported that during a gastric sleeve procedure, on the first firing, using a black reload and gore seam guard, the surgeon closed the device using the closing handle and then released the firing safety trigger. Upon releasing the firing safety trigger, the device started to fire automatically on its own power. The firing could not be stopped or paused. After the knife reached the end of the device, it did not automatically return. To return the knife blade, the firing trigger was squeezed for the first time and the knife blade did return. The staple line was visually inspected and it was noted that the distal third of the staples were formed, but there was not optimal closure due to the knife blade auto-firing. The staple line was noted to have more blood than normally present. No transfusion was required. A clip applier and a ray-tec were used to control the bleeding. The device was removed from the surgical field and another like device was used to complete the procedure. After all firings were complete, a leak test was performed with methylene blue and no visual leaks were present.